Manufacturer narrative:
The pod was not returned for eval - we are unable to identify any device malfunction that may have caused or contributed to the customer's high bg levels. No mechanical issue can be confirmed. Although no mechanical issue can be confirmed, it is determined that the customer's high bg levels had resulted from the cannula pulling from the insertion site. This condition is considered to be a failure of the device to function as intended (by failing to control bg levels). For this reason, we are considering a device malfunction to have been a contributing factor to the customer's high bg levels (despite the inability to confirm any mechanical issue). The omnipod system user guide warns: "check the infusion site after inertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Based on the info provided in the report, it is unk when the cannula had become dislodged in relation to when bg levels began to increase. A review of lot qualification records was performed - the lot passed the acceptance criteria.

Event description:
The pod history shows that the customer had experienced continuously increasing bg levels over a 12-hour period. Bg levels had increased from 131 mg/dl to 327 mg/dl overnight. Over the course of the morning, bg's continued to rise (to 418mg/dl, then 430mg/dl). Bg levels failed to lower although basal rates had been administered during this time. The customer stated that the high levels were "due to the cannula coming off the skin." The pod will not be returned for eval.